Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they first noticed the issue 3-4 years ago. The patient indicated that the device worked fine the first day and would not work after that. They tried all programs and requested another opinion. The patient noted the cause was not determined and noted that the likely cause was "wrong program?" And that they tried everything else as well; pills and catheters, but nothing seems to work so they are not trying to get their medtronic device to work in the hope that a new program or equipment will help. The patient indicated that the steps that will be taken to resolve the issue are that they're trying to get the head of urology and a medtronic rep to meet at the doctors office and see what's available. The patient also indicated in an additional note that they are presently on catheters 24/7 with very painful results and occasional heavy bleedin g.